Event description:
It was reported a device failure to seal occurred. In october 2021 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post index procedure a 6mm peri device leakage was observed. In may 2023, the peri device leak was sealed with coils. No patient complications were reported.